Event description:
ER hcp reported patient lives in an assisted living facility that called 911 to transport the patient to this emergency room, as patient was non-responsive. ER hcp stated the patient responded to glucagon administered to the patient in the ambulance while being transported to the ER. ER hcp stated the v-go worn was discarded when the patient arrived to the ER. ER hcp stated no specific blood glucose level reading but stated the readings was below 40. ER hcp stated the patient stated she was originally prescribed the v-go 20, then the prescribed therapy changed to v-go 40. ER hcp stated she attempted to reach the original hcp without success. ER hcp stated she is releasing the patient advising patient to use levemir and humalog kwikpen therapy since the patient is a dialysis patient and the patient primary hcp could not be reached by the ER hcp.